Event description:
The customer observed falsely elevated creatinine result generated on the architect c16000 analyzer for one patient. A new sample from the same patient generated a lower result. The customer repeated the initial sample which also generated lower results. Additionally, an increase in error code 3375 (unable to perform test, aspiration error occurred) was also observed from the customer¿s instrument log. The following data was provided: (B)(6) 2023 sid (B)(6): initial result = 2.77 mg/dl; repeat result = 0.63 mg/dl repeat result on another instrument ((B)(6)) = 0.67 mg/dl sid (B)(6) (new sample) result = 0.55 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found gelatinous material was clogging the nozzles. The fsr resolved the issue by cleaning the nozzles and washed the cuvettes. No additional discrepant creatinine result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the nozzles was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine result generated on the architect c16000 analyzer for one patient. A new sample from the same patient generated a lower result. The customer repeated the initial sample which also generated lower results. Additionally, an increase in error code 3375 (unable to perform test, aspiration error occurred) was also observed from the customer¿s instrument log. The following data was provided: (B)(6) 2023, sid (B)(6). Initial result = 2.77 mg/dl; repeat result = 0.63 mg/dl. Repeat result on another instrument (c1601861) = 0.67 mg/dl. Sid (B)(6). (New sample) result = 0.55 mg/dl. No impact to patient management was reported.